Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and sought guidance on the pause feature, with education provided that pause is not intended for treating low glucose and on how to correct lows. Symptoms included a blood glucose of 66 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with three oral glucose tablets, resolution within approximately 10 minutes, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed a cause that remained unclear with no device alerts or alarms reported. It was concluded that the event involved hypoglycemia of unclear cause, and the user received education on appropriate management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.